Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage was resolving. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. In 2014 physician prescribed birth control pills for patient's symptom, later patient underwent an iud procedure to abate the severe bleeding. Since her removal surgery almost all patient's symptoms have resolved though some remain. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included bleeding genital, fatigue, body mass index normal and neoplasm prophylaxis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines, migraines/ headaches"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding/abnormal bleeding (general)/heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), headache ("headaches"), vaginal discharge ("vaginal discharge"), groin pain ("lower groin area pain"), abdominal pain ("abdominal area pain"), arthralgia ("joint pain"), abdominal pain lower ("cramps") and menstruation irregular ("this monthit was 4 days earlier") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, migraine and arthralgia had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, headache, vaginal discharge, weight increased, groin pain, abdominal pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. In 2014 physician prescribed birth control pills for patient's symptom, later patient underwent an iud procedure to abate the severe bleeding. Since her removal surgery almost all patient's symptoms have resolved though some remain. Current weight: 178 lbs. Mirena iud was found in the vagina after vaginal prep. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. On 28-jun-2016 surgical pathology report revealed, endometrium: proliferative, myometrium: leiomyomata and adenomyosis, right and left ovaries: benign simple cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia., migraine, headaches. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event irregular menses and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included bleeding genital, fatigue, body mass index normal and neoplasm prophylaxis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines, migraines/ headaches"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding/abnormal bleeding (general)/heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), headache ("headaches"), vaginal discharge ("vaginal discharge"), groin pain ("lower groin area pain"), abdominal pain ("abdominal area pain"), arthralgia ("joint pain"), abdominal pain lower ("cramps"), menstruation irregular ("this monthit was 4 days earlier"), rash ("rashes") and exhaustion ("exhausted") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, migraine and arthralgia had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, headache, vaginal discharge, weight increased, groin pain, abdominal pain, abdominal pain lower, menstruation irregular, rash and exhaustion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, weight increased and exhaustion to be related to essure. The reporter commented: patient sought medical attention for her symptoms. In 2014 physician prescribed birth control pills for patient's symptom, later patient underwent an iud procedure to abate the severe bleeding. Since her removal surgery almost all patient's symptoms have resolved though some remain. Current weight: 178 lbs. Mirena iud was found in the vagina after vaginal prep. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . On (B)(6) 2016 surgical pathology report revealed, endometrium: proliferative, myometrium: leiomyomata and adenomyosis, right and left ovaries: benign simple cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia., migraine, headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event rashes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("severe bleeding/abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included bleeding genital, fatigue, body mass index normal and ovarian cancer. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)", dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), groin pain ("lower groin area pain"), abdominal pain ("abdominal area pain"), arthralgia ("joint pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, migraine and arthralgia had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, headache, vaginal discharge, weight increased, groin pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. In 2014 physician prescribed birth control pills for patient's symptom, later patient underwent an iud procedure to abate the severe bleeding. Since her removal surgery almost all patient's symptoms have resolved though some remain. Current weight: 178 lbs. Mirena iud was found in the vagina after vaginal prep. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. On (B)(6) 2016 surgical pathology report revealed, endometrium: proliferative, myometrium: leiomyomata and adenomyosis, right and left ovaries: benign simple cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia., migraine, headaches. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs and medical record was received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, migraines/headaches, vaginal discharge, weight gain, lower groin area pain, abdominal area pain, cramps. Outcome of event heavy bleeding was updated from recovering/resolving to recovered/resolved and joint pain and migraines to recovered/resolved. Concomitant drug, concomitant diseases and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.